Event description:
Pt had saline content silicone mammary devices because ex-spouse wanted them. Early events not remembered due to 14 years of implant exposure. First effect was onset of menstrual irregularity and menorrhagia, 1984; had to have hysterectomy in 1986. The onset of tunnel vision and severe migraine was in 1992, along with facial "seizures" and joint pains, migratory. Couldn't keep a job due to persistent illnesses of uncertain type. Many flu-like symptoms plus fatigue, myalgia, and arthralgia. Short term memory loss; became severely depressed. The right device ruptured in junuary 1995, 14 years after insertion; pt decided to have it and the other taken out and the left ruptured as it was being removed. No replacements by pt decision. Post explant pt developed mammary fibrosis; implant site tender and nodular on palpation.